Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 6:35am at home. End-user refused to give any information regarding her seeking medical attention. She stated that she received a high reading when testing her blood sugar but did not specify if that was her reason for seeking medical attention. The end-user declined to give any information and requested not to be contacted by our customer care department. She did not want a replacement meter. No additional information was provided.